Event description:
It was initially reported by the nurse that the pt device showed high lead impedance on system and normal mode diagnostics. Nurse did not know when the last good diagnostics results were obtained. X-rays were taken but will not be sent to MFR for review. No pt manipulation or trauma was reported that might have contributed to the event. Pt was programmed off and referred for revision surgery. Add'l info received stated that the pt underwent a full revision surgery. Good faith attempts to obtain explanted device for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.